Event description:
On (B)(6) 2012 we became aware of an incident where resistance was encountered during the deployment of an embolization coil. Upon repositioning it was stated that the coil prematurely detached and was retrieved successfully using a snare. On (B)(6) 2012 we were informed by the user center that no premature detachment occurred. The coil was not retrieved using a snare. On (B)(6) 2012 we received a copy of a medwatch report (0500170000-2012-8014) from the FDA via us mail submitted by the user center. Based on this information received, we are reporting this incident. On (B)(6) 2012 we confirmed with the user center that there was no premature detachment of the vfc coil. Resistance during advancement, coil stretched was the complaint. The coil was thought to have prematurely detached but, did not. The device was removed with the microcatheter, the coil was attached to the delivery pusher. There was no issue with a hydrocoil as stated in the user report mentioned above.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample has not been performed as the device has not been returned to date. The root cause of this complaint can not be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.